Event description:
The surgeon implanted the mixed hydroset in the patient but it didn't set up.

Manufacturer narrative:
The product was not returned for investigation. Based on the tests performed on the retained samples, review of batch manufacturing records and the checklist filled out by the customer, the root cause for the reported event could not be determined.